Manufacturer narrative:
B3 approximated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this sling experienced a significant increase in recurrent incontinence. It was suggested that they consult with a physician. The sling remains implanted, and no additional patient complications have been reported.